Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that the patient's act was within range during the procedure. The field also indicated that there were punctures performed during the procedure which could have contributed to the reported event. However, the field believed the pericardial effusion could have been caused by the stabilizing wires of the amulet device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted using a 14f amplatzer amulet delivery sheath. Heparin was administered during procedure, and the patient's activated clotting time (act) levels were within the appropriate range. There was no difficulty implanting the device. That evening, the patient had a pericardial effusion noted in the left atrium. The patient received a pericardiocentesis and hospitalized. The patient status was reported as stable. The pericardial effusion was believed to be caused by the 25mm amulet occluder.